Event description:
It was reported that the device broke during surgery. The procedure was completed successfully with competitor device.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual inspection confirms the first tension gauge has a crack in it and the second tension gauge has broken into two pieces. The devices show extreme signs of wear/usage. There are no lot numbers visible on the devices. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. We consider this investigation closed. Should additional information be received, the complaint will be reopened.